Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was discovered that a blown fuse was present inside of the standalone board. The stand alone board was replaced by the representative on 8 september 2015. The imaging system then passed the system checkout and was found to be fully functional. The stand alone board was returned to the manufacturer for analysis. Testing found that the reported problem was caused by the blown fuse indicating an electrical failure. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while outside of a procedure, after starting the system, the imaging system displayed "initializing system, please wait." A red x was displayed for the x-ray. Preliminary log analysis by the representative found that the imaging system had error messages present.